Event description:
The manufacturer sales representative reported that the device tip came off during a procedure at the user facility. There was no patient impact, no delay, no medical intervention, and no adverse consequences.

Event description:
The manufacturer sales representative reported that the device tip came off during a procedure at the user facility. There was no patient impact, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.